Event description:
Same case as MDR ID: 2134265-2014-06982. It was reported that a catheter was stuck on a guidewire. During a percutaneous transluminal angioplasty of the thigh, the physician pushed a rubicon¿ 18, 150cm forward over a v-18¿ control wire¿ in the lower leg. The rubicon¿ 18 could not be removed from the wire despite flushing it. The wire and the catheter were withdrawn and removed together. The procedure was completed with another of the same device. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).